Manufacturer narrative:
The customer reported the following complaint issue "(B)(6) 2016: geenen pancreatic stent was placed in the pancreatic duct of the patient with chronic pancreatitis. On (B)(6) 2016: the user attempted to remove the stent to replace with new one. He grasped the stent at the second flap(not flap itself) from the proximal side with grasping forceps and pulled but the stent broke off. The user attempted to remove the broken part but failed because it migrated to further inside the pancreatic duct. On (B)(6) 2016: attempt of endoscopic removal of the remained stent was performed but it was not successful. A new pancreatic stent was placed additionally in the pancreatic duct. The stenosed site proximally to the remained stent is long as approx 2cm, so the user determined that it's difficult to remove the remained stent endoscopically. Without relation to this event, the user originally recommended the open surgery to this patient, so the open surgery will be performed and the remained stent will be removed during the open surgery." The device was not returned to cirl for an evaluation therefore a documentation based investigation was carried out. The customer complaint was confirmed based on customer testimony. The device lot number was not provided therefore a review of the device history record could not be performed. There was limited information provided by the complaint customer, if any additional information is received the complaint file will be updated. Due to the limited information provided with this complaint, the cause of the complaint could not be conclusively determined. A possible root cause of the stent breakage may be attributed to patient anatomy; the customer mentions a "stenosed site proximally to the remaining stent ". This abnormal narrowing may have prevented the removal of the stent and contributed to the breakage; however this cannot be conclusively determined. Prior to distribution, gepd-7-5 devices are subjected to visual inspection and functional checks to ensure device integrity according to internal procedures in place at cirl. According to the instructions for use (IFU), the user is advised as follows: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the IFU states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended". The risk associated for this complaint will be assessed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2016: geenen pancreatic stent was placed in the pancreatic duct of the patient with chronic pancreatitis. On (B)(6) 2016: the user attempted to remove the stent to replace with new one. He grasped the stent at the second flap(not flap itself) from the proximal side with grasping forceps and pulled but the stent broke off. The user attempted to remove the broken part but failed because it migrated to further inside the pancreatic duct. On (B)(6) 2016: attempt of endoscopic removal of the remained stent was performed but it was not successful. A new pancreatic stent was placed additionally in the pancreatic duct. The stenosed site proximally to the remained stent is long as approx 2cm, so the user determined that it's difficult to remove the remained stent endoscopically. Without relation to this event, the user originally recommended the open surgery to this patient, so the open surgery will be performed and the remained stent will be removed during the open surgery. Additional information provided by the sales rep on nov-8-2016: as of today, the sales rep doesn't have the information if the open surgery was conducted and the broken stent was removed. The patient originally has not been positive about open surgery, so realization of conducting the open surgery seems to depends on the patient's decision. We will inform you if the situation is updated.